Event description:
The complainant reported a patient was diagnosed with congestive heart failure exacerbation (known ejection fraction of 20%) and was admitted for diuresis and further workup. Further cardiac workup revealed that a redo CABG was necessary, and plans were made and executed upon for the redo CABG with impella cp placement pre-operatively. Approximately 25 hours later, the patient developed limb ischemia. The following day after the start of impella mechanical circulatory support (mcs), bilateral lower extremities were cool to touch. As the morning progressed the right lower extremity (impella insertion site right femoral) became more mottled; therefore, bilateral lower extremity dopplers was completed and preliminary, the doppler report read thrombus from left common femoral artery to popliteal artery with no flow and no flow from the right superficial femoral artery down. Of note, the patient has history of peripheral artery disease with previous occlusion. Additionally, the patient had increased bleeding from chest tubes and required numerous blood transfusions: 8 units of red blood cells, 4 units of fresh frozen plasma, 2 units of cryoprecipitate, 1 pack of platelets, and 2mg factor 7. A stat vascular surgery consult was ordered and initiation of systemic heparin infusion. The physician decided to explant the device sooner than initially planned to attempt to restore perfusion to the right lower extremity. The impella was explanted and perclose was placed to obtain hemostasis. Additionally, staff held manual pressure for 30 minutes. Stat computed tomography angiogram of the abdomen and pelvis was obtained and noted the following: occlusion of bilateral lower extremity arteries starting at the common iliac on the left and the common femoral artery on the right. An emergent bilateral lower extremities/aortic thrombectomy was completed. The patient reportedly survived the explant; however, the patient was noted to be in critical condition following the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).